Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a box of bd plastipak ¿ syringe luer-lok¿ were not sealed properly. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a box of bd plastipak syringe luer-lok were not sealed properly . There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Four photos were received and evaluated. The photos depict 3ml 4 packaged syringes. The packages have top web misaligned with bottom web. The top web is shifted far away from the peel to create and opening in the seal of the packages. As a side defect, no batch nor expiration date is printed on the top web in that area. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Machine logs indicate top web disconnecting, which required machine adjustments. The likely root cause for the open seal is a break in the top web due to too much tension. The resulting release would shift the web and seal the packages incorrectly. Failure to contain defect. Detection controls are in place to detect the shift in the seal and stop the machine. However, it is apparent that some of the defective packages ended up not cleared from the line and mixed with the good product. The packaging system has been changed since batch #8140554 was manufactured due to unique device identifier implementation. However, the top web tension setup will be re-evaluated to minimize the occurrence of the defect on the new system.